Event description:
In (B)(6) 2014, eus-fna using echo-hd-22-c was performed. The next day the pt was discharged from hospital. Two days after the eus-fna, epigastric pain was developed, and fever was developed the next day. On the next day, the pt visited the doctor and white blood cell count of 14200/ul and elevation of inflammatory response as crp of 10.7 mg/dl were confirmed by a blood test. CT angio showed the tumor area thicker and air in the stomach tumor. The doctor confirmed redness and swelling of the submucosal tumor. He also confirmed a ulcer with pus exudate at the puncture site was confirmed. He diagnosed it as intratumor abscess. The pt became hospitalized, fasted and taz/pipc 4.5g x 3 was administered. Seven days after hospitalization the pt was discharged without fever or stomach pain.

Manufacturer narrative:
Although no device malfunction was confirmed this complaint is MDR reportable based on the intervention carried out (hospitalization, fasting, and taz/pipc 4.5g x 3 were administered) for the development of intratumor abscess 2 days after an eus-fna procedure. This event was provided in the abstract of the 89th congress of the japan gastroenterological endoscopy society held in the last week of may. The exact date of event and lot # are unk. This complaint is related to an echo-hd-22-c device of an unk lot number. The echo-hd-22-c device involved in this complaint has not been returned for evaluation. With the info provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. Clinical personnel were notified of this complaint and asked to confirm, based on the info provided, that this is clinical related as apposed to an issue with device functionality. The following comments were provided: "I would agree the complaint info does not suggest a device failure." As the echo device was not returned for evaluation and no specific device malfunction was noted during the procedure it is not possible to determine the root cause of this complaint however it is most likely procedure and/or patient condition related. As per the instructions for the use that accompanies this device, potential complications with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, damge to blood vessels, nerve damage, and acute pancreatitis. Those associated with eus needle biopsy include but are not limited to: pain, death, peritonitis, portal vein gas and thrombosis, pneumoperitoneum and tumor seeding of the needle tract. The manufacturing records of the device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. Complaints of this nature will continue to be monitored for potential emerging tends.